Event description:
During an abdominal angiogram with planned renal artery stent placement, the balloon-mounted stent slipped off. It was grasped with snare out of the external iliac artery. The snared stent was too big to remove through the sheath and the access was lost in order to remove the stent. A femoral artery cutdown and repair was performed.